Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had low blood sugar episodes and the paramedics were called out. The customer stated that two weeks ago, she fell and broke a rib due to low sugar. The customer stated that she had recently lost fifteen pounds. Troubleshooting was performed. It appears that the insulin pump was operating as designed.